Event description:
It was reported that the surgeon opened the box of a 3093-28 lead and noticed that the electrode was bent. The product was not used with the patient and there was no patient harm.

Manufacturer narrative:
(B)(4).